Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In november 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.